Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure with a very distal position and the left one coiled in the uterine horn and presumably fragmented') and device breakage ('right essure with a very distal position and the left one coiled in the uterine horn and presumably fragmented') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), neuralgia ("persistence of neuralgia"), fatigue ("unusual fatigue"), pain ("significant diffuse pain"), headache ("headaches"), neck pain ("neck pain"), alopecia ("hair loss"), arthralgia ("articular pain"), allergy to metals ("patient had nonprecious metals allergy"), adenomyosis ("adenomyosis"), asthenia ("asthenia") and amnesia ("disabling memory loss"). The patient was treated with analgesics, antiinflammatory agents and surgery (total hysterectomy by laparoscopy, with bilateral adnexectomy). Essure was removed on (B)(6) 2021. At the time of the report, the embedded device, device breakage, fatigue, headache, neck pain, arthralgia, allergy to metals and adenomyosis outcome was unknown, the neuralgia, pain, alopecia and asthenia was resolving and the amnesia had not resolved. The reporter considered adenomyosis, allergy to metals, alopecia, amnesia, arthralgia, asthenia, device breakage, embedded device, fatigue, headache, neck pain, neuralgia and pain to be related to essure. The reporter commented: right essure found in the greater omentum, divided into two fragments, a partial omentectomy was performed with extraction of the fragments in an endobag. Samples revealed in the right adnexa, a regular cubocylindrical epithelium with a slightly fibrous axis, the ovary contained a few coelomic inclusion cysts. In the left adnexa, ovarian coelomic inclusion cysts, the tube did not show any histological abnormality. In right horn: adenomyosis. In left horn: resorptive macrophagic granuloma with multinucleated giant cells. In the omentum: chronic inflammatory remodeling including macrophagic granuloma with multinucleated giant cells. Hair sample toxicity analysis concluded to exposure to certain metals such as iron and tantalum. According to the patient, metal particles spread into the fallopian tubes and uterus, leading to adenomyosis of the uterine horns, this could explain her symptoms. Medical assessment by a panel of experts was ordered. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2011: asymmetrical appearance of the implants. With a coiled appearance on the left side. Computerised tomogram pelvis - on (B)(6) 2020: right essure in anterior superficial intraperitoneal position with an additional fragment slightly higher located in the same region. Left essure rolled up in contact with uterine fundus, fragmented with confirmed adenomyosis. Hysterosalpingogram - on (B)(6) 2011: normal uterus morphology, right implant was in good position. On the left, the tube was not opacified, but the interpretation was tricky. It was concluded by a professor to a favorable result with total tubal obstruction. Magnetic resonance imaging - on (B)(6) 2015: the examination showed no evidence of an intracranial expansive tumor process or underlying vascular anomaly but did reveal stigmata of long-standing anterior ethmoid sinusitis. On (B)(6) 2020: positioning anomaly. Right essure with a very distal position and the left one coiled in the uterine horn and presumably fragmented. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("right essure with a very distal position and the left one coiled in the uterine horn and presumably fragmented") and device breakage ("right essure with a very distal position and the left one coiled in the uterine horn and presumably fragmented") in a 47 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), neuralgia ("persistence of neuralgia"), fatigue ("unusual fatigue"), pain ("significant diffuse pain"), headache ("headaches"), neck pain ("neck pain"), alopecia ("hair loss"), arthralgia ("articular pain"), allergy to metals ("patient had nonprecious metals allergy"), adenomyosis ("adenomyosis"), asthenia ("asthenia") and amnesia ("disabling memory loss"). The patient was treated with analgesics and antiinflammatory agents as well as surgery (total hysterectomy by laparoscopy, with bilateral adnexectomy). At the time of the report, the neuralgia, pain, alopecia and asthenia were resolving and the amnesia had not resolved. The outcomes for embedded device, device breakage, fatigue, headache, neck pain, arthralgia, allergy to metals and adenomyosis were unknown. The reporter considered adenomyosis, allergy to metals, alopecia, amnesia, arthralgia, asthenia, device breakage, embedded device, fatigue, headache, neck pain, neuralgia and pain to be related to essure administration. The reporter commented: right essure found in the greater omentum, divided into two fragments, a partial omentectomy was performed with extraction of the fragments in an endobag. Samples revealed in the right adnexa, a regular cubocylindrical epithelium with a slightly fibrous axis, the ovary contained a few coelomic inclusion cysts. In the left adnexa, ovarian coelomic inclusion cysts, the tube did not show any histological abnormality. In right horn: adenomyosis. In left horn: resorptive macrophagic granuloma with multinucleated giant cells. In the omentum: chronic inflammatory remodeling including macrophagic granuloma with multinucleated giant cells. Hair sample toxicity analysis concluded to exposure to certain metals such as iron and tantalum. According to the patient, metal particles spread into the fallopian tubes and uterus, leading to adenomyosis of the uterine horns, this could explain her symptoms. Medical assessment by a panel of experts was ordered. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2011: asymmetrical appearance of the implants. With a coiled appearance on the left side. [Computerised tomogram pelvis] on (B)(6) 2020: right essure in anterior superficial intraperitoneal position with an additional fragment slightly higher located in the same region. Left essure rolled up in contact with uterine fundus, fragmented with confirmed adenomyosis. [Hysterosalpingogram] on (B)(6) 2011: normal uterus morphology, right implant was in good position. On the left, the tube was not opacified, but the interpretation was tricky. It was concluded by a professor to a favorable result with total tubal obstruction. [Magnetic resonance imaging] on (B)(6) 2015: the examination showed no evidence of an intracranial expansive tumor process or underlying vascular anomaly but did reveal stigmata of long-standing anterior ethmoid sinusitis.; on (B)(6) 2020: positioning anomaly. Right essure with a very distal position and the left one coiled in the uterine horn and presumably fragmented. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jun-2023: upon internal clarification this case is found to be duplicate of (B)(4). So this case needs to be deleted from argus data base . All events, source documents, references has been transferred from this case to retention case & this case has been marked for deletion. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.